Manufacturer narrative:
(B) (4): since the device remains implanted, the programmer files were reviewed. (B) (4). Conclusion: regarding the basic rate that can't be programmed at the value of 40 min-1, the device operated within specifications. Regarding the difficulties to communicate with the device, the reported behaviour resulted from an anomaly in the programming software version that was used (2.14): it is corrected in smartview (B) (4) of programming software, normal operations were recovered upon second interrogation of the device after implantation, there was no patient safety issue. Regarding the pause in ventricular pacing, no anomaly in device operation was identified, but no explanation could be demonstrated from the elements that were provided. Therefore, we are limited to hypothesis to explain the reported behavior.

Event description:
During the implantation of the device involved in this report, several unexpected events were encountered: the basic rate couldn't be programmed at the value of 40 min-1. Difficulties to communicate with the device. Programmer was finally shutdown and restarted, and normal communication operations were recovered. No ventricular pacing: this event was unfortunately not documented with an ECG. It was reported to have occurred at the same time than the communication problems.